Manufacturer narrative:
Case-(B)(4), combined report.  The device details were provided and the relevant manufacturing records were identified and reviewed. All parts were cleaned, packaged and sterilized according to specifications. The complaint reporter mentioned that the sterility was compromised when implanting an apex tibial baseplate retaining bolt due to falling on the ground.  The IFU of apex product mention that : "when removing the implant from it's packaging, the sterile technique must be observed. Protect prosthesis from contact with objects that may damage the surface finish." In this case the surgeon soaked the implant in betadine and implanted it, as no other similar product was available. Consequently the corin product was not faulty prior to the fall on the ground in or. Any additional information indicating a future impact on the patient's health status will be reported in supplemental report, if applicable.  This report is filed with the FDA due to an adverse event.  Experienced with a device that is similar to those placed on the  market in the USA, however, this  event occurred outside of the USA. The submission of this report does not constitute an admission that  the device, reporting entity, entity's representative or distributor caused  or contributed to this event.

Event description:
The apex tibial baseplate retaining bolt was desterilised due to falling on the ground. The surgeon soaked the implant in betadine and implanted the product.